Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device would not power on when the lid is open. In this state the device may not be able to deliver defibrillation therapy, if needed.   There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device would not power on when the lid is open. The cause of the reported issue was isolated to the reed switch sw5, but further root cause is undetermined. The customer received a replacement device. The customer's device was archived by stryker.